Manufacturer narrative:
Patient race: caucasian. Patient dob: (B)(6). Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern for textured implant device.

Event description:
A healthcare professional reported rupture on the right side discovered during surgery. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, an opening on posterior, and brown particles on the shell. A microscopic analysis was performed which identified: three sharp openings with non-penetrating nick near of the openings site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: three sharp openings on posterior assessed as surgical impact.

Event description:
A healthcare professional reported rupture on the right side discovered during surgery. The device has been explanted and replaced with a non-allergan device.

Event description:
A healthcare professional reported rupture on the right side discovered during surgery. The device has been explanted and replaced with a non-allergan device.